Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, quality control data, and specifications was performed. One device was returned for evaluation. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath and the basket sheaths are detached, adhesive is noted on the basket sheath. A visual examination noted the basket sheath has two kinks in the basket sheath; one is located approximately 1 cm from the base of the support sheath and the other is located 42 cm from the distal tip of the basket sheath. The support sheath is bowed in appearance. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted there were three non-conformance issues identified during the manufacturing process. The issues include foreign matter, loose (scrapped); foreign matter, embedded in packaging material (scrapped) and seal, package, incomplete (reworked). A review of complaints history this complaint to be the only reported complaint associated to the complaint lot number 7923791. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported that during preparation for an ureteroscopy procedure after opening the package containing the ncircle delta wire tipless stone extractor, the basket was tested by opening/closing the basket. When trying to open the basket again it did not open and the handle was loose. This device was not inserted into the scope. This device did not make patient contact. No additional procedures were required due to this occurrence. There was no patient contact with the device. There were no adverse effects to the patient due to this device issue.